Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the pacing system showed high impedance. The threshold on the lead was also noted to be high. A chest x-ray was done and this appears normal. It was mentioned there was a possible set screw issue with the device. The physician is going to assess the set screw and possibly re-position the lead. The device and lead remain in use. No patient complications were reported as a result of this event.